Event description:
Follow-up identified the patient's ipg was explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged the ipg for approximately six months (date of event is unknown). The physician's office stated the ipg was inoperable. Surgical intervention is planned as the next course of action.